Manufacturer narrative:
Conclusion: user error caused the event. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There were no signs of manufacturing defects found on the needle.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria.

Event description:
It was reported that a patient underwent a buttocks lift procedure on (B)(6) 2012 and suture was used. During suturing, the needle broke off and fell into the patient. The patient was taken to the emergency room to retrieve the remaining needle.